Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that the left ventricular lead was not implanted during initial implant procedure on (B)(6) 2017 due to dislodgement and was not replaced. The patient presented to the emergency room after an unsuccessful attempt to remove their implantable cardioverter defibrillator from the pocket. The device had eroded the pocket. The physician explanted the system due to infection on (B)(6) 2018. The patient was stable before, during and after the procedure.